Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up with palpitations. Upon review, the pacemaker exhibited backup vvi operation. A device restoration was performed successfully. The patient was stable.